Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 475 mg/dl. The customer¿s blood glucose level was 103 or 130 mg/dl. The customer reported that the sensor fail. The customer reported that the alarm was resolved by complete set change. The insulin pump and reservoir will not be returned for analysis. The sensor will return for analysis.